Event description:
It was reported that the patient has been having a lot of hard seizures and the family does not know why. It was noted the patient has had an increase in seizures for the past several weeks and had to go to the hospital after falling and lacerating his mouth. It was noted that the patient has not had any noticeable health changes or infections. The patient later again went to the ER and had a urine analysis done which was normal. The patient went home and was not eating but was able to drink. The patient was later life flighted to the hospital due to continuous seizure activity. The seizures were resolved with new medications. No other relevant information has been received to date.